Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
A healthcare professional (hcp) reported that the patient stated that the therapy was not effective for his pain. It was noted that the therapy was treating the correct location, it just wasn't effective. On (B)(6) 2016, a manufacturer representative (rep) reported that the implantable neurostimulator (ins) was reprogrammed six months prior to cover the patient's pain and the patient did not indicate significant dissatisfaction. The rep noted that the patient refused trail hd programming at the last minute because the patient didn't like the feel of the stim and felt that it was creepy to have the ins in his body. Due to this, explant surgery was done on (B)(6) 2016. There were no direct device issues reported. The patient was implanted for spinal pain.

Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) found insignificant anomalies and it was functionally okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.